Event description:
It was reported that prior to a cryo ablation procedure, the compound motor action potential (cmap) and palpation were reduced. A double stop was performed. The phrenic nerve movement did not completely recover by the end of the procedure. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.